Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had detected a power system error. Customer was able to clear alarm and rewind the insulin pump. Customer stated that power error reoccurred within week of troubleshooting of previous occurrence. Customer also stated that batteries of insulin pump was not lasting long. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 25 alarm found on (B)(6) 2021. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump was monitored for several hours, and no pump error 25 alarm noted during the testing. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The insulin pump trace download analysis confirmed the insulin pump alarmed pump error 25, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 02:17:24.000, (B)(6) 2021 22:02:26.000, (B)(6) 2021 02:10:36.000 to (B)(6) 2021 09:12:50.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 02:00:00.000 and (B)(6) 2021 02:10:00.000 (B)(6) 2021 22:00:00.000 (B)(6) 2021 02:00:00.000 to (B)(6) 2021 12:00:00.000 power error alarm was recorded and found in the formatted history file on: (B)(6) 2021 05:00:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 05:00:00.000 to (B)(6) 2021 12:42:28.000 and replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 12:42:44.000 and (B)(6) 2021 12:41:00.000. The power management tool confirmed pump error 25, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm was triggered when the backup battery loaded voltage was less than 3.5 volt for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Pump error 25 alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm was confirmed. Pump error 25 alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm due to connector resistance on electrical board 1.